Event description:
Follow up information received reported the patient met with the manufacturer¿s representative today where they were reprogrammed. It was noted that the coverage was much better and the patient was doing great. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient had not stimulation sensation unless they pushed their head back in their shoulders or lying down. It was noted the issue occurred slowly around (B)(6) 2013. It was reported the patient had a loss of therapeutic effect. It was noted the patient did not feel the device charging unless it was turned up really high. It was reported the patient felt a shock at the device site when picking lights up. It was noted the patient fell in (B)(6) 2013 and the device took the brunt of the call. It was further noted the device worked following the fall. It was reported the patient had to be reprogrammed when they first got the device.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).